Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6. D4: attempts have been made to gather all product identification information, and no further information has been provided. The cup was not returned for evaluation. However, the inserter was returned and evaluated. Visual examination of the returned inserter identified nicks and scratches to the device from previous uses. The proximal handle end was indented. The threaded tip had deformation, bend, and gouge damage. No other damage was noted. The reported event was not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. It was determined that the cup was not related to the reported issue as the inserter threads had damage which caused the event. The complaint was confirmed on the inserter only. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inserter threads were damaged and unable to thread the cup into the handle. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.